Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from latvia alleged discrepant results for 4 patient samples when using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. All 4 alleged samples were initially tested on cobas liat and generated a sars-cov-2 positive, influenza a/b negative result. All 4 samples were repeated at a reference lab using allplex® seegene sars assayand generated a negative result for sars-cov-2. The positive results were reported and no harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 4 mdrs will be filed.

Manufacturer narrative:
All positive sars-cov-2 results have late CT values near the limit of detection (lod) for the cobas® sars-cov-2 & influenza a/b assay. Samples with late CT values at lod can occur either from samples with a low titer or from cross-contamination and may not generate consistent results upon repeat testing according to expected statistical variances in detection. According to the data provided and reviewed, the instrument appears to be working well. There are no curve abnormalities, no baseline level changes, no volume discrepancies, and no systemic instrument flags. It is possible that different assay platforms test for different strains or targets and also have different lod (limit of detection) where results of one assay platform may not be reproduced on a different platform. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing and with different assay platforms. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Facility name is truncated due to character limit. Facility full name: (B)(6).